Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis avantic gen2 system. During a clinical procedure with a sedated patient the system hung up during initialization and two of the monitors remained in off status. A system restart was initiated. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware problem of the system pc (B)(4). The analysis of the log files showed different timeouts and telegram repeats. The reason for this was a hardware problem of the system pc (B)(4). Due to the analysis of the spare parts consumption of this part, it could conclude that there is no general fault. The entire pc (B)(4) has been exchanged on site by the local service organization. No further errors have been reported, therefore, no further corrective action is planned at this time.